Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 2.0-2.3x11mm, almost "concentric" lesion being treated was located in the non-calcified bifurcation of the proximal 1 diagonal (1st dx) and left anterior descending (lad) artery. The 1st dx lesion was predilated with an unknown 2mm semi-compliance balloon. The physician attempted to place the 2.25x12mm promus element plus stent through the strut of the previously deployed unknown stent, but could not cross the lesion. Upon removal the distal edge of the stent was found to be flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).